Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. On the same day as the onset, the patient began treatment with amikacin (1 gram every day intraperitoneally (ip)) for peritonitis. Fifteen days later, the patient was hospitalized for the peritonitis. On same day, treatment with ip amikacin was stopped and started with intravenous (IV) meropenem (1 gram every day) for peritonitis. At the time of report, the patient hospitalization and the treatment with IV meropenem were ongoing. The patient had not yet recovered from the peritonitis and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported on an unknown date antibiotic treatment was completed. Dianeal therapy was ongoing. The patient was discharged 16 days after hospital admission and was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.